Event description:
Drive deviilbiss healthcare is the initial importer of the device which is a walker. The device has not been recovered for evaluation. While using the walker the leg broke off. The end-user fell and his head reportedly went through a wall. He went to the emergency room. He is scheduled for a brain scan this week.